Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
It was on a 12 hour tpn. I started the infusion at 7 pm. At 6 am, the beginning of the 12th hr of the infusion, pt woke up to find a pool of blood on my sheet. The blood had soaked through the mattress pad, but not the mattress. The catheter tube and the hub had separated and were lying on the sheet. Blood was pumping from the catheter and tpn fluid was pumping on the hub. After several mins, I clamped the catheter and stopped the pump. I called my infusion company and was told to tape an alcohol swab to the catheter end and go to the emergency room. On the sheet were about an 8" circle of blood with tpn fluid around the blood stain. At the emergency room, the doctor called and was advised to put in a new catheter "over the wire". Pt went to the hosp for replacement of the catheter by interventional radiology. The radiologist was not able to exchange the catheter so he had to remove the catheter and put the new one in. During the procedure pt had a heart attack, shown by blood enzymes. Was taken to the ER after complaining of 9 of 10 pain and subsequently admitted to the hosp for a cath the next day. Pt was discharged from the hosp. Implanted in (B)(6). Infusion fine for 2 months. On (B)(6), the catheter detached from the hub.